Event description:
Customer called and said that the bracket that holds the actuator to the bed frame broke.

Manufacturer narrative:
Bed was inspected by primus medical on 11/07/2013. The inspection determined that the bracket where the head high/low actuator mounts onto the backbone of the bed frame broke off. A new bed frame was delivered to the facility on 11/06/2013. This problem has been assigned CAPA (B)(4), and a follow-up report will be submitted upon completion of the corrective action.